Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported 'won't turn on' during the device check in was confirmed. As received, the pcu was failed to power on either with or without ac power. Failure investigation was able to isolate the cause of report 'will not power up' to the power supply board assembly part number tc10006929, sn (B)(4). The nsw_5v circuitry was shorted. Conclusion: the nsw_5v circuitry on the power supply board was shorted. Rework: replaced power supply board. Disposition route to production for normal process. (B)(4). Power supply board replaced due to unit unable to turn on per ops.